Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead signals and that rv capture thresholds had increased significantly since implant. Output settings for the rv channel were adjusted and micro-dislodgement or poor conductive tissue was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2005 (B)(6); (B)(4) implantable cardioverter defibrillator 2014 -(B)(6); 419478 implantable pacing lead 2014 (B)(6). (B)(4).